Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that the pictures showed that the filter was cracked at the level of the dialysate port which resulted in the leak. The reported condition was verified. The cause of the reported condition could not be determined; however, the observed damage is typical of mechanical shock applied on the product leading to its breakage. Therefore, the most probable root cause identified is that a shock occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external fluid leak occurred due to a damaged filter and tube. There was no patient injury or medical intervention associated with this event. No additional information is available.